Event description:
Healthcare professional additionally reported capsular contracture baker grade iii/IV and "bilateral breast rippling."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device and creases fold. Cloudy and voids in the gel observed after autoclave cycle, wrinkles are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported capsular contracture baker grade iii/IV and "breast rippling." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported capsular contracture baker grade unknown. Device has been explanted.